Manufacturer narrative:
MDR(B)(4) / initial 2 of 3 based on the available information, this event is deemed to be a reportable complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient faced an infusion set fell off case on (B)(6) 2026 and no harm was reported.